Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41 (mg/dl). Customer stated the cause of the low bg level was unknown. Carbohydrates were consumed to address bg level. A recommendation was made for the customer to discuss low bg levels with their healthcare provider. In addition, the customer reported the pump battery was observed to be depleting too quickly. Customer reported bg level was 362 (mg/dl). Customer stated a bolus would be delivered to address elevated bg level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed on (B)(6) 2017, but low bg levels were confirmed on (B)(6) 2017. User made bolus request of 6 units with no insulin on board at 7:50am, and a low bg level of 66 mg/dl was recorded two hours later. User made multiple bolus requests without entering current bg level and still having insulin on board (iob) on (B)(6)2017. There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event.